Event description:
A malfunction was reported with code malf 12, although no notable events occurred before the malfunction, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction code appeared again, which the customer acknowledged.